Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the system, showing persistent pairing failure and three lines, and required sensor replacement; when the initial sensor was removed the patient reported not seeing the filament and then started a new sensor with a valid code and observed the warmup countdown. Symptoms included none reported, and the patient stated they felt fine. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting steps such as verifying alarms, re-entering the pairing code, bluetooth checks, and advising additional wait time, followed by replacing the sensor. Investigation of this case revealed that the pairing issue resolved after sensor replacement and that no adverse clinical events occurred. It was concluded that the event was related to a cgm pairing failure that was addressed through standard troubleshooting and sensor replacement, with the patient advised to contact the cgm manufacturer for a replacement sensor.